Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant procedure, high pacing impedance was noted on the right ventricular lead. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. X-ray and electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of high pacing lead impedance was not confirmed. Helix was partially extended and clogged with blood/tissue and inner coil was over torqued consistent with procedural damage, as returned. After cleaning, the helix could be extended and retracted with no anomalies noted. The full helix extension length was within specification. Visual inspection of the lead did not find any anomalies.